Event description:
It was reported that the patient came into clinic complaining of fatigue and syncopal episodes for the past six months. High capture threshold and low ventricular lead impedance was observed upon device interrogation. There was also loss of rv capture. Device was reprogrammed temporarily. Lead revision procedure was unsuccessful, as the patient had occluded svc. Patient was transferred to another hospital and was implanted with leadless pacemaker. The current status of lead is unknown. Patient¿s condition was fine before and after the procedure.